Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was programmed to MRI protection mode at doo 95. The patient's presenting heart rate was 86 bpm. However, in MRI protection mode, the patient reported feeling their heart fluttering during the MRI scan. The MRI was stopped and the device was programmed out of MRI protection mode. The presenting electrogram now showed the patient was in atrial flutter (af) with rapid ventricular response (rvr). The atrial arrhythmia was suspected to be caused by the doo pacing. The MRI was cancelled for the day and the health care professional (hcp) would discuss the patient with cardiology. It was noted the patient was an inpatient and was returned to their room. No additional adverse patient effects were reported. The device remains implanted and in service.